Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.

Event description:
Patient reported left side rupture. Healthcare professional later reported left side ¿replacement due to rt rupture¿. Device explanted and replaced with another company device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.2., b.5., d.1., d.2a., d.2b., d.4., d.6a., d.6b., g.2., g.4., h.4., h.6.

Event description:
Physician later reported parotid cyst-ndr, rupture was diagnosed after the device replacement surgery. Device explanted and replaced with another company device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported events rupture was received on july 03, 2025, with lot number 2597431. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening. ¿ cyst(s): unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.